Event description:
Concern: the compressed tank holding rack is not secure and possesses potential for employee injury. The oxygen and air tank holding rack does not support the weight of the tank during the set up causing awkward body positioning that can cause back or knee strain. The open bottom of the tank holding system increases the potential for an accidental release of a compressed gas tank during set up and or use during transport increasing the opportunity of bodily harm to patient or user.